Event description:
At the beginning of the ablation cycle, during a novasure endometrial ablation, the pt's heart rate "started to drop and went from 30 [beats a minute] to asytole in 20 seconds". The ablation was aborted and the pt's "heart rate returned to normal." The episode lasted 10 seconds. The pt was taken to the pacu (post anesthesia care unit) where she "did very well". She was admitted following her recovery so she could receive "a full work-up". The work-up was "negative" and she was discharged home "in 1-2 days".

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).